Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the small grasping retractor instrument wire came loose at the front joint and fell inside the patient. The broken wire was removed from the patient and the procedure was completed.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable issue, an investigation is in progress to determine the cause of the reported event. Intuitive surgical, inc. (Isi) has requested for return of the instrument for failure analysis evaluation. However, as of the date of this report, isi has not received the instrument. This complaint is being reported due to the following conclusion: it was alleged that an instrument cable broke and a fragment fell inside the patient during a da vinci-assisted surgical procedure. The instrument fragment was retrieved. At this time it is unknown what caused the instrument breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength o the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The complaint regarding a wire came loose and fell into the patient was confirmed by fa, which indicates that the device did contribute to the customer reported issue. Root cause of broken pitch cable is a component failure.

Event description:
Refer to h10/h11 for follow-up information.